Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.